Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination noted that the midshaft was broken at the guidewire exit port. The hypotube was kinked at various locations along its length. This is evidence of excessive force being applied to the device. It was not possible to apply a vacuum to the balloon to remove all air as the midshaft was broken. Therefore it was not possible to remove the protector from the balloon. The balloon protector cap was returned over the balloon. The proximal part of the balloon was exposed which is indicative of the balloon protector being pulled distally. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous right popliteal artery. A 6f non-bsc sheath was inserted into the right femoral artery and a non-bsc guide wire was advanced through the lesion. A 4.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use; however, it was noted that the protective sheath was unable to took off and the shaft was detached when it was pulled hard. The procedure was completed with a 4x4 non-bsc balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous right popliteal artery. A 6f non-bsc sheath was inserted into the right femoral artery and a non-bsc guide wire was advanced through the lesion. A 4.00mmx1.5cmx140cm small peripheral cutting balloon¿ was selected for use; however, it was noted that the protective sheath was unable to took off and the shaft was detached when it was pulled hard. The procedure was completed with a 4x4 non-bsc balloon catheter. No patient complications were reported and the patient's condition was good.